Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing dizziness and confusion the day after the sensor was applied to his arm. At that time, the dexcom receiver displayed an estimated glucose value (egv) of 164 mg/dl. No blood glucose fingerstick (bgfs) was performed at home. The patient¿s wife noted his symptoms and called emergency medical services. The patient reported that he was unable to recall events from the onset of symptoms until his arrival at the hospital. Upon evaluation in the emergency department, a comparison of glucose readings showed a bgfs value of 507 mg/dl and an egv of 164 mg/dl. The patient was admitted for insulin therapy and observation. He received an insulin drip, intravenous fluids, and hourly blood glucose monitoring. It took approximately three days for his glucose levels to return to their normal range. On (B)(6) 2025, the sensor was removed and replaced due to continued inaccuracy. The patient was discharged on (B)(6) 2025, at which time he reported feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.